Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a mildly tortuous, de novo lesion in the proximal left anterior descending (lad) coronary artery. The 3.5x48 mm xience xpedition stent was deployed and a dissection was noted. A 4.0x12 mm xience xpedition stent was implanted to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.